Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult vessel anatomy as tortuous or calcified vessels may lead to increased friction during stent deployment and subsequent incomplete deployment. In this case, no anatomical or procedural details were provided. The use of a guide wire smaller than recommended in the IFU is also considered a contributing factor. Based on the limited information available and as no sample or image was provided, a definite root cause could not be determined. The IFU supplied with this device addresses the potential risk of a partial stent deployment which may have led to the reported breakage of the stent. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Also the IFU states: "deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall." The IFU recommends the use of a 0.035" guide wire.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any procedural details to date.

Event description:
It was reported that the vascular stent broke off in the patient. Another stent was used to complete the procedure successfully. No patient injury was reported.